Event description:
Patient reported their orthodontist recommended ceasing treatment. Patient provided letter of recommendation. They were evaluated for tmj and comprehensive treatment (braces/invisalign). The patient will be starting treatment with their orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.